Manufacturer narrative:
Pt age: the patient¿s date of birth was reported as an unreported date and month in (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. Thirteen days after the event onset, the antibiotics were discontinued and the patient was recovered. No additional information is available.